Manufacturer narrative:
(B)(4). Batch#: u93j47. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic hysterectomy surgery, when the device was connected to gen11, there was a lower jaw fracture when making the first seal. The electrode ceramic separated and fell off, the entire black ptc detached, and the entire l-blade was broken. However, the top jaw remained on the device. The fractured piece was extracted and collected. Another new clamp was used to successfully complete the procedure. There were no patient consequences.